Event description:
At approximately 0103 my dexcom g7 was reading 118. However, I was sweating and having trouble walking. My husband and I checked my glucose with my glucometer, it was 42 mg/dl. Apple juice and a pb&j sandwich were ingested. The sensor was inserted (B)(6) 2024 @ 1901. I have been told many times in the last three years to ignore the readings and check with a glucometer the first 24 hours. The sensor is not accurate. What is the point of the sensor when using with a pump, if the pump is not receiving even faintly accurate data? I was still receiving insulin at 118. I was introduced to the sensor with pump 4 years ago. Never told until after I purchased my pump and g6 about the +/- 20 inaccuracy to glucometer which we calibrate to and the 24 hours or the bad data for the g7 until after purchase and upgrade, respectively. Furthermore, tylenol, I was just told today. 1,000 mg of tylenol could affect readings for 6 hours. It had always been if it was more than 1,000 mg before. Dexcom does not write it down and customer service is useless. It's overseas. Technical support what technical support. I take 15+ prescriptions and only start shaking at 55 mg/dl. My husband sees it better. Asleep to waking I have to depend on the sensor or finger sticks. I might as well take off the insulin pump and go back to finger sticks and insulin injections, if this the game you are playing with a type 1 diabetic life.